Event description:
Spinal cord stimulator battery (boston scientific precision spectra) was not functioning appropriately after approximately 6 months of use and thereby exchanged. According to the patient, she was having to recharge the battery every other day and was experiencing small, frequent shocks from the area of the implanted device. This device was not originally implanted at our institution, however the patient reports that the device was implanted approximately 6 months ago.